Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The peritoneal catheter (ID 823045) was returned for evaluation. Failure analysis - the catheter was visually inspected, irregular cuts were noted at the tip of catheters. The catheter was irrigated; no occlusion and no leak noted. Root cause analysis - the possible root cause for the issue reported by the customer could be due to improper handling of the device in view of the irregular cuts that were noted at the tip of catheters or could be due to a connection issue with the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a peritoneal catheter (ID 823045) was implanted due to secondary normal pressure hydrocephalus (snph) via ventriculoperitoneal (vp) shunt on september 23, 2022, with setting 1. The patient had developed ventricular dilatation. The peritoneal catheter ruptured in the connecting part of the valve, and it was not ligated. The catheter had fallen of in the abdomen. Due to the issue, the catheter was removed and replaced on (B)(6) 2024. The patient recovered. The patient primary disease is subarachnoid hemorrhage. According to information provided, it is unknown if the patient experienced any additional signs and symptoms.